Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx monitor/defibrillator indicating that the operation check failed. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device was exhibiting issues with the paddles which was causing failure of the operation check. Once cleaning the paddle plates, the operation check was passed, and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to the paddle plates needing cleaned. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after cleaning the paddle plates. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.